Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the second firing during a wedge resection, a crack sound was heard. The reload fired until the end but a new product was opened and used. There was no patient injury.